Event description:
The customer reported that at 5:37 pm on (B)(6) 2012, his blood glucose measured 64 mg/dl, so he ate 4 glucose tablets. At 7:27 pm, his bg was 252 mg/dl and his dinner was estimated to contain 100 grams of carbohydrates, so he took a 6.7 unit insulin bolus. His bg had risen to 348 mg/dl by 8:23 pm. He checked cannula and observed it was kinked. At the time of his call he reported that he was following his doctor's advice to lower his bg.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), test results below 70 mg/dl mean low blood glucose (hypoglycemia)," and, "if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 ml/dl, follow the treatment advice of your healthcare provider." It advises, "any time your blood glucose is low, treat it immediately. Check it every 15 minutes while you are treating, to make sure you don't overtreat the condition and cause blood glucose levels to rise too high."